Event description:
Boston scientific received information that this implantable defibrillation lead had fractured. Pacing impedance measurements less than 200 ohms were observed along with increased threshold measurements. It was also reported the patient received multiple inappropriate shocks and inappropriate anti-tachycardia pacing (atp). An invasive procedure was performed. This lead was explanted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead has not been returned for analysis. Should additional information become available this report will be updated.